Manufacturer narrative:
Device evaluation: since product was not returned, the complaint issue reported could not be verified. Manufacturing records review: there are no discrepancies found during the mrr (manufacturing record review) related to this complaint. The units were released according specification in compliance with the product intended use as required. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Correction: added device code to file and the sample was received for testing. H6: medical device problem code: 2524- failure to advance h6: type of investigation: 10- testing of actual/suspected device h6: investigation findings: 114- operational problem identified additional information: section d9: device available for evaluation: yes returned to manufacturer on 5/19/2021 section h3: device evaluated by manufacturer: yes device evaluation: visual inspection using magnification was performed to the returned sample: the plunger and pushrod was observed in advanced position. The pushrod was observed that overrides the lens in the cartridge. Residues of viscoelastic material was observed on cartridge. No damaged was observed to the cartridge. The lens was also observed stuck in cartridge. It was to hard to remove the lens from the cartridge to address the condition reported. Based on the sample evaluation, there is no evidence to suggest that the complaint unit has been affected by the manufacturing process. The condition in which the sample returned is consistent with a product that was handled and prepare for surgical process. The complaint issue reported could not be verified. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that the surgeon was not able to use the first lens, a pcb00 intraocular lens (iol) 20.0 diopter because he believed it had a torn haptic. There was patient contact. Additional information was received from the surgeon with details on the event. As soon as the doctor tried to insert the lens, he stopped as the lens was advancing oddly, and he could then see the lead haptic was visibly torn. It was in contact with the patient. The entire iol was never inserted into the eye, but the lead haptic did proceed into the eye. So part of the lens was in the eye, but not the optic which remained in the cartridge. It had apparently been torn as it was being advanced. A backup tecnis iol was used. No additional surgery required; the haptic was easily removed. There were no problems at all with the patient. The same model and power iol was used on the patient. There was no significant complication and the patient has done great.